Manufacturer narrative:
Upon further review, it was determined that the record shall remain valid due to an original allegation for a broken cable. Kindly disregard the previous rationale. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to characterization limit e.1.: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave hybrid w/ e/f plug intra-aortic balloon pump (iabp) had a broken ECG cable. No harm or injury to the patient was reported.

Manufacturer narrative:
After further review, in this complaint the cable probably broke due to wear, but engineer cannot know for sure since the customer only asked to buy new one. They did not report a malfunction. No follow up emdr is necessary. Please cancel in your database.

Event description:
After further review, in this complaint the cable probably broke due to wear, but engineer cannot know for sure since the customer only asked to buy new one. They did not report a malfunction. No follow up emdr is necessary. Please cancel in your database.